Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusion system was flashing a message of "eight-seven minutes left on battery". The customer was on a/c at the time. The device was not changed out, as the system still functioned and they used the system for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The last measured discharge should have been 180 and it was showing eighty-seven (87). The field service representative (fsr) instructed the customer to put in a command of new battery. This changed the last measured discharge of 180. The customer was going to charge the system and then follow-up with the fsr.